Event description:
Allegations of atypical autoimmune disease, atypical connective tissue disease, arthralgia, myalgia, chronic fatigue, balance disturbances, persistent night sweats, sensitivity to heat and cold, particularly with hands or feet, weight changes, deposits of scar tissue, cardiovascular disorders (irregular heart beat) and swelling of the breasts.